Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly for the past month and a half. The customer's blood glucose level was elevated however a value was not provided. A bolus via the pump was delivered to address bg level. The customer confirmed that alternate insulin therapy was obtained.